Manufacturer narrative:
Based on the claim against the product by the customer noting the clip applier failed to grasp tissue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The large clip applier instrument was analyzed and reported failure was neither replicated nor confirmed. The instrument was tested on an in-house system, and it passed recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions on several attempts. The clips opened and closed properly. Clip test was performed on instrument and passed. The instrument was fully functional. There was no problem detected. No product issue was identified. Additional observation not reported by site: the instrument housing was removed and found the instrument bearing not properly seated at the back end. The complaint regarding clip application failure was not confirmed based on the failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large clip applier failed to grasp tissue. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the clip applier failure, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. As such, the probable root cause cannot yet be determined based on the information provided. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Isi has made several attempts to obtain the RMA with no success. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.